Manufacturer narrative:
This report is submitted on november 17, 2022

Event description:
Per the clinic, the patient fell down from stairs (2-3 steps), hit the bte site resulting in an infection (pseudomonas aeruginosa ) (pus drainage) at the implant site which was treated with IV antibiotics and there was a revision surgery to drain the pus on 2 occasions. There was a skin necrosis and an extrusion of the receiver/stimulator. The patient was hospitalised and the device was explanted on (B)(6) 2022 at which time the skin flap was revised.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 03, 2022.